Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they were trying to turn their implant back on but they didn't know if it was charging or not. Patient said the last time they charged their implant was on (B)(6) , 2024 because the implant kept doing some erratic behavior and the intensity of the shocking was going up high. Patient also noticed they were getting a burning sensation up their back so they turned the implant off. Patient now wants to see if they can charge implant before they see new healthcare provider (hcp). Patient tried to connect with their recharger and patient programmer and patient was seeing the reposition antenna screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent reopened and reassigned case to send email to representatives for visibility. Agent did not guarantee a call back or timeframe. Patient mentioned their implant had not properly worked in over a year. Agent reviewed overdischarge information, implant longevity, and redirected patient to their hcp. Patient needed an MRI of their abdomen. Agent reviewed MRI mode information. The patient called back and said their implant was dead for about a year because it was acting up and going haywire when it wasn't supposed to and it was starting to do it again so it hasn't been charged. Patient said they met with their representative (B)(6) on monday at a doctor's office and the representative tried to get the stimulator going but it wouldn't get going so they had to get home and the rep instructed them on how "jumpstart" the implant. Pt wanted to know how to turn stim on and off, agent reviewed info. The troubleshooting steps that were taken on the call resolved the issue. Pt increased stim and stated he feels it now. Pt stated when implant was working properly, it helped with their back and leg radiating pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports that the cause of the issue was "they needed to have an MRI and they required seeing the stimulator shutting off. The local [manufacturer] tech helped me to power the stimulator on and allow me to display the shutting off". Pt reports no actions/interventions were taken to resolve these issues stating that as soon as they shut off the stimulation for their MRI they kept it off due to mentioned symptoms. Pt states the issue was not resolved "as soon as the unit was turned on the problem restarted: frequent high settings, burning down legs, and low back, etc.".